Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted a meal announcement on the ilet but became stuck on the graph screen and the back arrow was unresponsive, consistent with an unresponsive key/button involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with an unresponsive input on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.